Event description:
Customer's mother called to report moisture in the reservoir compartment of the pump. She stated that when she connected the reservoir and infurion set together, they did not connect tightly and thinks thet may have leaked insulin into the pump. No further information was mentioned.